Event description:
It was reported that the locking mechanism on the aseptic transfer kit housing was damaged. No consequences or impact to the patient. No further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.